Event description:
It was reported that a patient underwent a femoral hernia repair procedure on (B)(6) 2010 and suture was used. The patient developed a recurrent hernia. During the repair procedure on (B)(6) 2011, it was noted that none of the suture was present at the site of the original repair. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.